Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2016-00084.

Event description:
Allegedly, there was talar subsidence. Tibia was stable and not revised. Revision from inbone to invision.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.